Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraine headaches") and headache ("headaches"). In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with ibuprofen and surgery (hysterectomy (full)). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, abdominal pain and back pain had resolved and the alopecia, migraine and headache outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-dec-2018: pfs received : reporter information, historical drug and treatment product added. New events added - back pain. Severity of the events updated. Outcome of the events pelvic pain, dyspareunia, abdominal pain, vaginal haemorrhage and menorrhagia were updated to recovered / resolved. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), vaginal haemorrhage ("vaginal bleeding"), alopecia ("hair loss"), migraine ("migraine headaches") and headache ("headaches"). In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia"). The patient was treated with surgery (device removal procedure). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, vaginal haemorrhage, alopecia, migraine, menorrhagia and headache outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 21-jun-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events menorrhagia and headaches were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and device dislocation ('essure device on the left could not be seen') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding / abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia / abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraine headaches") and headache ("headaches"). In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain") and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen and surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, dyspareunia, abdominal pain and back pain had resolved and the alopecia, migraine and headache outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dyspareunia, headache, heavy menstrual bleeding, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011. Discrepancy noted in date of removal (B)(6) 2012. Previously reported essure removal date : (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 8-jul-2021: mr received : reporter added, rcc updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and device dislocation ('essure device on the left could not be seen') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding / abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia / abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraine headaches") and headache ("headaches"). In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain") and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen and surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, dyspareunia, abdominal pain and back pain had resolved and the alopecia, migraine and headache outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dyspareunia, headache, heavy menstrual bleeding, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011. Discrepancy noted in date of removal (B)(6) 2012. Previously reported essure removal date : (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: result: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), alopecia ("hair loss") and migraine ("migraine headaches"). The patient was treated with surgery (device removal procedure). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, vaginal haemorrhage, alopecia and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.